Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The manufacturing process for this devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2020 and (B)(6) 2021 recorded the intermittent decrease of the right ventricular pacing impedance from around 400ohms to less than 200ohms at the end of (B)(6) 2020. The analysis of the provided iegm episodes revealed artifacts on the farfield and rv channel, which led to the reported oversensing. The available x-ray images were analyzed. The images showed a kink of the solia lead in the region of the suture sleeve. An interaction of both leads in the atrium cannot be excluded. No further peculiarities were noted. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 64 months after the implantation this lead was explanted due to oversensing in the ventricle channel. The lead was explanted.